Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator inoperative alarm occurred during a test run in the hospital. The time of the test-run was about one hour, and the device was replaced with the same model. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator inoperative alarm was not duplicated during inspection. However, it was confirmed that an error code occurred in the device's event log. The device's power management board and blower assembly were replaced to address the issue. Device passed all final testing.

Event description:
The manufacturer received an allegation that a ventilator inoperative alarm occurred during a test run in the hospital. The time of the test-run was about one hour, and the device was replaced with the same model. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.